Event description:
It was reported that a cartridge did not fit onto the pump. There was no reported impact to the customer¿s blood glucose level. Additional information was not received. The customer declined further follow up from tandem technical support.